Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2017-00551 for the other associated device information. It was reported to boston scientific corporation that two captivator medium hexagonal snares were used in the bowel during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the snare failed to deliver current and was unable to cut. They attempted to remove the device from the polyp, however, it got embedded in the patient's tissue. When the handle was retracted, the wire inside the catheter kinked and twisted. Several attempts were done to remove the snare but they were unsuccessful. The snare was cut near the handle and a second of the same device was used to cut the polyp piece by piece to try and free the first one; however a portion of the polyp was still not able to cut. The procedure was completed and the snare was successfully removed from the patient using a different device. There were no patient complications reported as a result of this event. The patient was reported to be stable post procedure.

Manufacturer narrative:
Visual evaluation of the returned device revealed that there was a cut in the middle portion of the device at 155 cm from the distal section; it has a mechanical cut marks in the internal wire. The proximal section was inspected and it was found that the strain relief was damaged exposing the handle cannula. It was also noted that the wire inside the handle broke. Functional analysis could not be performed due to the condition of the returned device. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A labeling review was performed and no anomalies were found.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2017-00551 for the other associated device information. It was reported to boston scientific corporation that two captivator medium hexagonal snares were used in the bowel during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the snare failed to deliver current and was unable to cut. They attempted to remove the device from the polyp, however, it got embedded in the patient's tissue. When the handle was retracted, the wire inside the catheter kinked and twisted. Several attempts were done to remove the snare but they were unsuccessful. The snare was cut near the handle and a second of the same device was used to cut the polyp piece by piece to try and free the first one; however a portion of the polyp was still not able to cut. The procedure was completed and the snare was successfully removed from the patient using a different device. There were no patient complications reported as a result of this event. The patient was reported to be stable post procedure.